Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported the insulin pump had cracked in the reservoir. Customer's blood glucose was 253 mg/dl. Customer states she may have dropped the device but couldn't recall, when asked if she was aware how damage occurred. Customer was advised to discontinue use of the insulin pump and revert to back up plan. No further information reported.